Manufacturer narrative:
This report is being supplemented to provide additional information provided by the third party microbiological results: the hygiene microbiological investigation report indicated the channels of the scope were cultured on november 14, 2023, and found 3 cfus of champignons filamenteux and 1 cfu of bacillaceae. The results obtained do not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The hygiene microbiological investigation report indicated the channels of the scope were cultured again on november 23, 2023 and found 4 cfus of coagulase-negative staphylococci and 3 cfus of bacillaceae. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water.

Event description:
The customer reported to olympus, the ultrasound gastrovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing and the microbiological analysis results are pending. The cleaning, disinfection, and sterilization (cds) was performed by the customer stating that aniosyme x3 pre-cleaner is used when swabbing, during manual disinfection soluscope series 4 was utilized, the disinfectant / detergent used was soluscope clnet paa, when utilizing an automated endoscope reprocessing (aer) the tubes are autoclaved, the aer used is scope clean by allyn medical, and the endoscope is stored in a soluscope dsc 8000. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction: b3 and b6 were inadvertently omitted from the initial report. Correction: h10 - the olympus culture results were incorrectly reported on the previous report. This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Microorganism name: "bacillaceae". Bacteria count: 1 cfu/endoscope. Bacteria detection point: air/water channel. Microorganism name: "champignons filamenteux" and "coagulase negative staphylococci". Bacteria count: 3 cfu/endoscope. Bacteria detection point: distal end of channel. Sampling date: (B)(6) 2023. Microorganism name: "coagulase negative staphylococci". Bacteria count: 4cfu/endoscope. Bacteria detection point: forceps channel. Microorganism name: "bacillaceae". Bacteria amount: 2cfu/endoscope. Bacteria detection point: air/water channel. Microorganism name: "bacillaceae". Bacteria count: 1cfu/endoscope. Bacteria detection point: sub-water channel. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the suction cylinder, the air/water cylinder, ad the biopsy channel were scratched. All channels have abrasions. There is wear and damage on the distal end, the probe unit is damaged the rubber of the bending section is defective adhesion and there are scratches on the connector. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The reprocessing methods are described in the following chapter of the instructions for use: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.